Manufacturer narrative:
Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. Approximate age of device ¿ 2 years. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a regular visit on (B)(6) 2018, the patient complained about frequent morning active low flow alarms that always resolved after oral fluids intake, and decreased lvad flow during yawning. The patient was admitted to the hospital for further examination. CT angiography found a twisted outflow graft. A surgical procedure to re-position the twisted outflow graft was performed. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The pump remains implanted and the patient remains ongoing on vad support. CT images submitted by the account confirmed an outflow graft twist in the clockwise direction. The reported low flow alarms were confirmed through evaluation of the submitted log files. Multiple low flow events corresponding to low flow hazard alarms were intermittent and resolved on their own. No flow values were calculated below 2lpm and no interruptions in device therapy were observed. Although a specific cause for the observed twist in the outflow graft could not be conclusively determined through this evaluation, it could have contributed to the low flow events captured in the log file. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since (B)(6) 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. No further information is available. The manufacturer is closing the file on this event.